Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2010. The patient was revised due to unknown reasons to replace the magnum head and taper insert. Subsequently, the patient underwent a second revision procedure on (B)(6) 2014 due to elevated ion levels and a loose cup. The cup, taper adapter and head were removed and replaced with a biomet head and a competitor's cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-00045 / -00046).